Event description:
The patient was seen in clinic and had their device interrogated in many different positions and the impedance value each time was within normal limits. So the physician decided to move forward with turning on the patient's device.

Manufacturer narrative:
B5 describe event or problem, corrected data: supplemental #01 report inadvertently left out relevant information. H6 adverse event problem codes , corrected data: supplemental #01 report inadvertently left out code: 'd10'.

Event description:
The patient's vagus nerve was smaller than normal due to a history of radiation treatment and per the physician this is likely the cause of the high impedance. When the device was first implanted the leads were still a bit loose and so not making a good connection in certain positions. However now after several months, the scar tissue has grown in and may have stabilized the lead helices on the nerve so now diagnostics are all normal again.

Event description:
Patient presented with high lead impedance and had x-rays performed. The x-ray images were received and reviewed. The generator was located in the patient¿s upper left chest near their armpit area. The connector pin was assessed to be fully inserted. The filter feedthru were confirmed to be intact. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. A strain relief bend could be seen but no loop due to the angle and quality of the images provided. There was one tie-down present along the strain relief bend. There was a portion of the lead that appeared to be routed behind the generator. The lead wires are intact at the connector pins. The lead wire appears to be in a knot in one of the images provided near the lead pin. The cause of the patient¿s high impedance could not be determined based on the images provided. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. No known surgical intervention has occurred to date. No other relevant information has been received to date.